Event description:
Left total knee replacement on post-op day 2 patient was noted to have several fluid filled blisters when the occlusive surgical dressing was removed. Chg 2% cloth used 30 min pre op followed by prevail one step. Operating room scrub occlusive dressing applied to operative site post-op. Dose, frequency and route used: pre-op skin wash to left lower leg. Therapy dates: (B)(6)2010 dos. Diagnosis for use: total knee replacement. Event abated after use stopped or dose reduced?: no.